Event description:
It was reported that the ventilator shutdown without generating alarms while it was connected to a patient. The ventilator was replaced with another one. There was no patient harm. (B)(4).

Manufacturer narrative:
Further info has been sought. A supplemental medwatch report will be sent when the investigation is completed. (B)(4).